Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis in a female patient coincident with dianeal pd4 ambuflex therapy. On unreported dates, the patient's catheter moved and malfunctioned, which resulted in peritonitis. On an unreported date in (B)(6) 2011, the patient was discharged from the hospital. Per the nurse, the peritonitis was not related to dianeal therapy. On (B)(6) 2012, product surveillance spoke with the peritoneal dialysis nurse (pdrn) regarding the catheter moving and malfunctioning causing peritonitis. The pdrn believes that the catheter flipped and stated the home patient (hp) is scheduled for catheter replacement. The pdrn stated that she does not have the information about the catheter, including the manufacturer. This information is unknown. The pdrn stated that the hp is doing well and is currently on hemodialysis. No further information was provided. Patient injury reported: yes medical intervention required: unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).